Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw wand, there was allegedly inadequate saline flow coming from the tip of the wand. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.